Manufacturer narrative:
The device was received with the soft cannula fully deployed. Fluid was found to be leaking from a tear in the exposed portion of the soft cannula. It could not be determined when or how this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a struggle to deliver insulin. No other damages or deficiencies were found that would result in the device failing to deliver insulin. Because it could not be determined when or how the soft cannula damage occurred, it could not be conclusively determined if this damage contributed to the reported not sure delivering insulin event.

Event description:
It was reported the patient's blood glucose level rose to 358 mg/dl while wearing the pod between 4 and 24 hours. The pod was initially reported for high glucose levels.